Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer's blood glucose was 480 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer declined to troubleshoot for high blood glucose. The customer reported that they think that the insulin pump was not delivering the right bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specification. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.